Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose level was over 400 mg/dl. To address the issue, the customer changed the infusion set and cartridge, then resumed insulin administration.